Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and legal manufacture's (lm) final investigation. Despite good faith attempt the user did not provide cleaning disinfection and sterilization (cds) processes were not shared. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: jul.30, 2024. Sampling from: unk. Cfu: 0. Bacterial identification: no detection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported issue could not be determined. The user confirmed negative result in the second culture test and did not send the device to olympus. The relation between the event and the subject device could not be specified. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that, during reprocessing, the bronchovideoscope tested positive for 88 colony forming units (cfus) of pseudomonas monteilii. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.